Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, a compression screw was removed in a revision surgery on (B)(6) 2023 due to pain. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No device was returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on additional information received, the most likely cause of the reported event is due to the device being placed in the joint space. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, a compression screw was removed in a revision surgery on (B)(6) 2023 due to pain. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.